Event description:
It was reported that the customer's blood glucose was 475mg/dl, and he decided to drive himself to the hospital. The customer got into an accident and he was taken to the emergency room. The customer's blood glucose reading at time of his admission was 575mg/dl. The customer was treated with large doses of subcutaneous insulin and released the next day. It was stated that the customer experienced vomiting, nausea, and chest pain. Troubleshooting was performed. The customer stated that the device did not alarm no delivery when the cannula was bent. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.